Event description:
The tech alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail center arm assembly was cracked. The tech replaced the side rail center arm assembly to resolve the issue.